Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.additional information has been requested. Should it become available a supplemental report will be submitted.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4)

Event description:
The procedure was performed on a chronic total occlusion(cto) of the sfa. While attempting to dilate a path thru the cto of mild calcium, the rapidcross would not hold pressure, appeared the have kink in shaft, and was leaking. Investigation of the returned device on (B)(6), 2013 found that the catheter was fractured. Then during the examination, the catheter broke into two pieces.